Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 wouldn't cut when the trigger was activated. The device passed the pre-cautery test. The device worked intially then the beeping stopped and no cutting took place. Harvester tried changing the extension cable, changing power supply, and waited a full 60 seconds to see if it was the timeout feature. All trouble shooting combinations were tried before a new device was opened to complete the case. There was a procedural delay for the troubleshooting. There were no patient issues. The device was returned to the factory for evaluation on 04/18/2024. An investigation was conducted on 04/23/2024. A visual inspection was conducted. Bot the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of charred material was observed on the harvesting device. The heater wire was observed to be slightly flexed away from the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. Signs of clinical use and evidence of blood was observed on the intact cannula. The c-ring was observed to be intact. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No additonal electrical testing was conducted due to the device not powering on. An engineer evaluation was conducted. The complaint was confirmed for failure to deliver energy. Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the pre-cautery test indicating that electrical current was not flowing through the complaint device. Also, during the pre-cautery test, it was observed that the internal switch made the normal clicking sound when the switch¿s internal contacts close together. The handle of the complaint vh-4000 hemopro2 tool was opened to further investigate why the complaint vh-4000 hemopro2 tool failed to deliver energy. The switch was removed from the handle and visually examined. There was no contamination found on the exterior surface of the switch as well as no physical anomalies observed. Using a multimeter (calibration ID# 14054), the electrical continuity of the complaint device¿s switch was tested between the switch¿s common and normally open terminals when the switch lever was fully depressed to the operating position. There was no electrical continuity between the common and normally open switch terminals which is not normal. The electrical continuity test was repeated an addition five (5) times. All the additional tests failed with no electrical continuity between the common and normally open switch terminals which is not normal. Supplier quality sent the switch to the manufacturer for further analyses. Based on the returned condition of the device, as well as the evaluation results, the reported failures 'electrical issue" and "failure to cut" was confirmed. For the reported failures "electrical issue" and "failure to cut" .for the reported failures "electrical issue" and "failure to cut" . The cause for the failure to deliver energy was determined to be the switch which prevented the delivery of electrical energy through the complaint vh-4000 hemopro2 tool. Supplier quality sent the switch to the manufacturer for further analyses. Per supplier investigation report "taking apart the switch we saw stains on both upper and lower contacts. We looked further into the contact stains which were quite tenacious hence we induced that the stains were caused by conducting excessive currents which might deposit carbons on the contacts by momentary ¿flashover¿. Another possibility was that the stains might have appeared during our production and the switch had escaped the conductivity inspection. In this case, however, from our experience the stains were likely to be erasable and far less attaching than the stains this time. No scar was opened for this complaint as it is unable to be verified whether the failure occurred at the supplier of the switch or during use of the device. See attached email regarding scar escalation. A meeting was held with hisco to request objective evidence of corrective actions in the attached supplier investigation memo. See attached supplier investigation memo provided to hisco by e-switch . Hisco will verify effectiveness of corrective actions during a 3 month review and will provide verification to getinge in october 2024. When the documentation is received, the complaint investigation record will be reopened and updated accordingly. See meeting minutes memo attached. A crf/CAPA/scar/ncmr review was conducted for the two-year period may 2022 to apr 2024. There is no existing crf/CAPA/scar/ncmr for the reported failure "electrical/electronic property problem" and product ¿vasoview hemopro 2". There were no crf/CAPA/scar/nmcr identified for the reported failure mode ¿failure to cut¿ and product ¿vasoview hemopro 2". The failure modes are addressed in the risk file and is operating within its risk profile. The IFU addresses both the reported failures. There were no ncmrs identified which could cause or contribute to the reported failures. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three(3) months). Based on the rational provided above, no escalation to the CAPA process is required. No field actions initiated for the reported failure mode ¿electrical /electronic property problem". No field actions initiated for the reported failure mode "failure to cut". There were no consequences or impacts to the patient. The lot # 3000371614 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 wouldn't cut when the trigger was activated. The device passed the pre-cautery test. The device worked intially then the beeping stopped and no cutting took place. Harvester tried changing the extension cable, changing power supply, and waited a full 60 seconds to see if it was the timeout feature. All trouble shooting combinations were tried before a new device was opened to complete the case. There was a procedural delay for the troubleshooting. There were no patient issues.